Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicates that it was reported on (B)(6) 2016, the patient underwent a total knee cemented prosthesis implant for gonarthrosis. The patient complained of gonalgia and feeling of failure / instability of the operated knee. Two years later, the patient underwent prosthesis removal and re-implantation with total knee restorative prosthesis. No clinically relevant information was provided for inclusion in this investigation. Without the request clinical information the root cause of the gonalgia and feeling of failure / instability of the operated knee cannot be concluded. The future impact to the patient cannot be concluded due to the lack of clinical information. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to gonarthrosis and instability in knee.